Event description:
Davol - ss bard, ventralex st. Mesh used for umbilical hernia repair date (B)(6) 2013. Procedure was tolerated well but an increase in white blood cell count was documented extensively from 2013 to 2017. As of 05/15/2017 the umbilical hernia was returned but no investigative techniques has been performed to determine if the mesh has failed or a secondary protrusion of the abdominal wall is current.